Event description:
It was reported that during a navio tka procedure, once the anspach drill was activated for femur cut, there was a handpiece error prompt stating: "disconnect, handpiece jam, etc. "The handpiece connection was checked and calibrated to try a second time, but the error prompt after selecting ok to activate on femur cut. The handpiece was switched out, then calibrated and the error prompt twice again after selecting ok to cut femur. The navio system was shut down and restarted (reboot) and were able to resume operation and no errors presented the rest of case. There was a delay fewer than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore a visual inspection could not be performed. The reported problem could not be visually confirmed. The case files were reviewed, and the reported problem was confirmed. Screenshots displayed the ¿handpiece exposure control motor failure¿ warning upon entering femur bone removal multiple times. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Visual and functional inspections of the handpiece could not be done to confirm whether the handpiece was the cause of this error. The most likely cause of the ¿handpiece exposure control motor failure¿ warning could be due to an electrical failure within the cable of the handpiece. Care and caution should be exercised during surgical site setup and tear down to protect the device cable from sharp objects or from situations that pin the cable between two objects. Do not use excessive force on the device strain reliefs during the decontamination process to minimize separating the cable from the strain relief. Refer to the navio surgical system user's manual and the navio surgical system instrument kit cleaning and sterilization guide for proper handling. No containment or corrective actions are recommended at this time.